Event description:
Patient reported, ruptured device. And capsular contracture, baker grade IV. And a double bubble phenomenon, with asymmetry of the nipple.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported ruptured device and capsular contracture - baker grade unknown and a double -bubble-phenomenon with asymmetry of the nipple. The device was explanted and replaced with a non-allergan device. Right side.